Event description:
15 y/o female, s/p mitral valve replacement at age 4 during aortic valve canal repair underwent another mitral homograft on 11/20/96. Pt did well initially however, on follow up echo showed frail anterior leaflet with several mitral insufficiences. A subsequent mitral valve replacement was done on 1/17/97 and valve was replaced with carbomedics valve. Operative notes "very well-healed homograft", however at about the middle of a2 and all of a3, all of the cords were missing, and this part of the leaflet was completely frail. In other words, 2/3 of the more posterior part of the anterior mitral leaflet had no supporting cords whatsoever. Near the papillary muscle here, there was a little gelatinous material which was a little reminiscent of possible infection. Site relates event to homograft.